Event description:
Resident was being transferred with beka carlo comfort mechanical lift when assembly bar suddenly broke causing resident to fall to ground landing on her bottom. She was hospitalized as she started to have a change in condition where later we were informed by hospital that she had expired. At this time we are told by coroner's office that the resident did not experience an injury related specifically to the fall. At this time death certificate is pending as they are waiting on cultures. FDA safety report ID# (B)(4).